Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 100% chronic totally occluded target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. After a non-bsc guidewire crossed the lesion, a 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, upon the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another coyote nc balloon catheter. No patient complications nor injuries were reported.